Manufacturer narrative:
Bayer product analysis received and examined a total of 4 returned syringe kits. Visual examination confirmed the presence of white particulates in all of the returned kits. Further evaluation determined that the white particulates were concentrated near the syringe drip flanges and there were traces of the particulates within the styrene tray. Also noted were abrasions to the tyvek covers at the point of contact for the syringe drip flanges. Product analysis determined that, during shipping/handling, movement of the syringes against the tyvek covers caused adhesive material to flake off of the cover and settle within the disposable container.

Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particles at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: after opening several envision CT disposable kits and upon inspection, they noticed the presence of fine white particles around the syringes. The customer elected not to use the syringe kits. No injury or adverse event was reported.